Event description:
It was reported the pump stopped a bolus without user interaction. No reported adverse impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support. Customer revered to manual injections for alternate insulin therapy.